Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes of the alleged failure "it won't show any picture" is due to flickering image due to scope connector failure. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not show any picture. The issue occurred during inspection for use. There were no reports of patient involvement.